Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged and it was confirmed by x-ray. On (B)(6) 2018, the lead was explanted and a new lead was implanted successfully. The patient was doing fine throughout the whole procedure.

Manufacturer narrative:
Correction: the lead was explanted because the helix could not be retracted and redeployed. (B)(4).

Event description:
New information on (B)(6) 2018 stated that the lead was explanted because the helix could not be retracted and redeployed.